Manufacturer narrative:
The tibial cut was not performed correctly since there are about 10 degrees of tibial anterior slope. The cut was performed with myknee pt matched cutting block. We revised all the myknee process: the surgical planning reports 3 degrees of posterior slope, the planning was validated by the surgeon before mfg process and the mfg documents do not present any anomaly: te cutting guide were manufactured in accordance with pt's anatomy and surgical planning parameters. From the data collected, there are no evidences that the problem occurred is related to the my knee cutting blocks or to the gmk tibial base plate. The incorrect position of the tibial tray is more likely due to a surgical mistake during the primary surgery, taken place on (B)(6) 2012.

Event description:
Ref imp (B)(4).